Event description:
This complaint is now reportable based on the analysis completed on 8/29/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the physician applied negative pressure to the stent delivery system with a syringe and blood came to be mixed in the syringe. The lesion being treated was 90% stenosed and moderately calcified with about a 45 degree tortuousity segment of the mid left anterior descending (lad) artery. The lesion was pre-dilated using a 2.5x16mm non bsc balloon. The physician crossed the lesion with a 2.5x16mm taxus express2 drug eluting stent and applied negative pressure to the stent delivery system with a syringe, however, blood mixed in the syringe. The procedure was completed with another device. No patient injuries or complications were reported. The returned product confirmed that there was a pinhole in the stent delivery balloon.

Manufacturer narrative:
A visual and microscopic examination found that there was a balloon pinhole leak at the proximal end of the balloon. The returned device was connected to an encore inflation unit. The inflation device was pressurized to 12 atmospheres for 60 seconds and the balloon inflated temporarily and the stent was deployed. The tip was slightly flared. This type of damage is consistent with guide-wire movement during attempts to cross the lesion. There were kinks along the entire length of the hypo-tube. This type of damage is consistent with excessive force being applied to the delivery system. The stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.